Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy/inadequate coverage. Patient leads had migrated. As such, surgical intervention took place (B)(6) 2025 wherein an attempt was made to reposition the existing leads. However, one of the leads fractured during the procedure. In turn, the fracture lead was replaced with a new lead, and the other existing lead was repositioned addressing the issues. Reportedly, therapy was restored post op.